Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was possibility that the reported phenomenon was attributed to the ccd failure due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the noisy endoscopic image was displayed then the endoscopic image disappeared. The service department of the olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed and the ccd had failure. There was no report of patient injury associated with this event.